Manufacturer narrative:
The damaged stop of the biopsy needle kit was returned to the manufacturer for analysis. The nylon screw had been broken off. Through visual/physical examination the reported issue was confirmed with physical damage. This issue was documented in a medtronic navigation hardware anomaly tracking database. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the screw on the back of the biopsy needle was stripped and stopped and would not lock. This was an out of box failure and they were able to use a different needle for the case. There was no delay to the procedure. No impact on patient outcome.